Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging a battery indicator issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Batteries were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had a battery indicator issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.